Manufacturer narrative:
(B)(4). The device was scrapped, and not available for return. The device was used for treatment. Fractures of this device were previously investigated as part of a corrective and preventive action. A new part has been designed and released to replace this impactor. Complaints of this nature are monitored in order to identify potential adverse trends. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the glenosphere black impactor head fractured upon impact of the glenosphere during surgery.